Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began intraperitoneal treatment for the peritonitis with injection fortum (1 gram, once a day) and injection vancomycin (1 gram). The outcome of the peritonitis was unknown. At the time of this report, the patient was still hospitalized for the peritonitis and dianeal therapies were ongoing. No additional information is available.